Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient developed an infection. It was also reported that there is vegetation growing on the right ventricular lead. The lead was removed and not replaced. No further patient complications have been reported as a result of this event.